Event description:
During the coronary artery bypass procedure, the aortic cutter did not cut. A replacement was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer.